Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen had leadscrew anomaly. Customer stated that the insulin was not dispensed when the button was pushed. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.